Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular lead. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were recommended and scheduled for (B)(6) 2017. No further information was provided.